Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown reasons. No additional adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown reasons. No additional adverse patient effects were reported. Additional information from the field indicates that the device was explanted and re-implanted for a lead replacement. The previously implanted lead had loss of capture issues. There were no device issues.